Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was loss of capture (loc) with the atrial lead resulting in ventricular back up pace into r-wave, high atrial pacing capture threshold (pct) and intermittent capture at max atrial output. There will possibly be mode reprogramming or the atrial lead will likely be revised. The atrial lead remains in use. No patient complications have been reported as a result of this event.